Event description:
Customer reported the secondary piggyback infusions have about 20-30 ml of residual medication left at the end of an infusion. No pt harm or med intervention occurred. No further pt/event info were reported.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.